Event description:
Customer reported becoming aware of a needle tip that broke during skin closure. Customer advised that attending attempted to take a large bite of tissue and pushed the needle to expose the tip. Tip broke upon grasping with needle holders. It is assumed that the needle tip is retained within the patient tissue. No adverse event is noted.